Event description:
While wearing the external equipment, the patient reporedly experienced sound quality issues following by no lock between the external equipment and implant. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. The patient continues to be monitored by the center.